Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when flushing or administering medication with the posiflush syringe, fluid came out of the unspecified bd nexiva¿ closed IV catheter system's puncture site during use. The following information was provided by the initial reporter: "when flushing with bd posiflush or when administering medication, fluid comes out right next to the puncture site of nexiva."

Event description:
It was reported that when flushing or administering medication with the posiflush syringe, fluid came out of the unspecified bd nexiva¿ closed IV catheter system's puncture site during use. The following information was provided by the initial reporter: "when flushing with bd posiflush or when administering medication, fluid comes out right next to the puncture site of nexiva."

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. A device history review could not be completed as no batch number was provided.